Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the reported problem was not reproduced. The device was tested for downstream occlusion detection at high, low and medium settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream values out of specification. The downstream no tube and downstream force sensor scale factor will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream (distal) occlusion sensor test at values of 22.08 psi (pounds per square inch) and 23.20 psi during testing in the biomedical service department. There was no patient involvement. No additional information is available.